Event description:
Customer observed positvely biased glucose patient results and quality control fluids. A result of 210 mg/dl was obtained for the level 1 fluid versus a target value of 62.7 mg/dl. A result of 568.6 mg/dl was obtained for the level 2 fluid versus a target value of 345.4 mg/dl. Biased results of this magnitude may lead to inappropriate physician action. There were no allegations of patient harm as a result of this event.